Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after removal. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Pt was having fevers. Cause of fevers unk. Blood cultures were taken and showed sphingomonas. Which is not usually seen in their area. Catheter suspected to cause the infection. Catheter was removed and the pt got better after removal.